Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that needle would not fully retract into the housing and the needle moved in tandem with the guidewire. No other information was provided. Patient outcome was not affected because product was unable to be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism is confirmed; however, the root cause could not be determined. The products returned for evaluation were two 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The catheters were advanced and not returned. Both samples were received with the safety mechanism activated. Inspection of sample 1 revealed the tip of the needle was protruding from the housing. Sample 1 exhibited a slight bend in the needle at the exit site from the needle carrier. Inspection of sample 2 appeared unremarkable. Light use residue was observed. The safety mechanism for sample 1 was reset and the guidewire was fully advanced. Subsequent activation of the safety mechanism resulted in complete withdrawal into the housing. The safety mechanism for sample 2 was reset and functioned as intended. Microscopic inspection of both needle tips was unremarkable. Sample 1 exhibited a slight bend in the needle shaft which may have caused the difficulty in activating the safety mechanism. Insertion of the needle at a steep angle or shear stress placed on the needle shaft during insertion may have contributed to the bent needle. Inspection of sample 2 did not reveal any deficiencies. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that needle would not fully retract into the housing and the needle moved in tandem with the guidewire. No other information was provided. Patient outcome was not affected because product was unable to be used.